Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history records for the lot number m5089t402 the records indicate the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on (B)(6)2015 (product advisory notice was sent to all potentially impacted customers). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
It was reported that, a trached patient on a vent with 100% leak reading- the facility changed out the entire vent and still showed 100% leak reading. Turned inline to a perpendicular position and the leak was eliminated. 100% loss of volume".